Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set tubing came apart. The site of insertion was abdomen. In relation to the site the pump was located on the right side. The location of detachment was reported to be tubing connector. There was no stress or pull reported on the tubing. The patient changed the set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.